Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was slightly extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured and was exhibiting a high out of range pacing impedance measurement of greater than 3000 ohms as well as high threshold measurements as well. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured and was exhibiting a high out of range pacing impedance measurement of greater than 3000 ohms as well as high threshold measurements as well. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.